Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the olympus surgical tower was displaying discolored images and the davinci was not fully displaying images while connected to their hv1000 video switch. No report of procedure involvement. No report of injury.